Event description:
The dealer states the consumer says that intermittently he doesn't have either right or left function. The dealer hasn't seen the chair yet. He called to troubleshoot with our technician.